Event description:
It was reported a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The first clip was positioned in the a2p2 region without difficulty and during the second efaa (establishing final arm angle), there was an opening slightly greater than 5 degrees, generating a regurgitation medial to the clip, which was not present in the echocardiography images until then. It was decided to position a new xtw clip lateral to the first clip, since the medial jet was discreet. In preparation to release the second clip, the lock lines presented a knot between them, which made it difficult to separate them for later removal. Without guidance from proctor, the physician responsible for the procedure deemed it necessary to cut one of the lines and pulled the node into the device. Again, during the second efaa, the clip opened to around 15 degrees, generating a regurgitant jet inside it. In post-procedure examinations, both clips remained stable and secure to the leaflets. The patient is hemodynamically stable and remains stable and under medical supervision and is expected to be discharged.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa and lock line knot were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: two (2) fluoroscopic still images were provided. The first image was taken post deployment of the first xtw clip (incident device, lot 31211r1070) in which the delivery catheter (dc) shaft can be seen retracted against the steerable sleeve soft tip and the clip mechanically separated from the l-lock shaft. The clip appears to be in a fully closed position (~10° - 20°) per the instructions for use (IFU) and does not present with a significant arm angle typically associated with a cowl event. The second fluoro image was taken immediately post deployment of the second xtw clip (lot 40124r1075) in which the l-lock shaft can be seen retracted ~1 cm ¿ 2 cm away from the second clip, but the dc shaft remains extended. Both clips present within the typical range of fully closed clips per the instructions for use (~10° - 20°). No pre-deployment cine of the reported clips was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and whether an arm angle change occurred during mechanical separation. However, neither clip presents with a large or excessive clip arm angle typically associated with a cowl event. The reported post deployment cowl cannot be confirmed. There are no other observations based on the images provided.